Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the clinician that the tube from the sheath "fell off" while in use.